Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had a motor error alarm during basal delivery on the insulin pump. The customer's blood glucose level was 317 mg/dl. The customer was treated with manual injectiion. The troubleshooting was performed. The customer was advised to return and discontinue the use of the insulin pump. The patient was advised that we will replaced the insulin pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).